Event description:
It was reported that the right atrial lead exhibited an impedance measurement anomaly and a sensing anomaly following implant. The physician decided to reopen to pocket and check the connection of the leads. It was observed that the atrial lead was not completely connected to the pulse generator header. The lead was reconnected and remained implanted. The patient was stable and in good condition.